Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 522 mg/dl at the time of incident. The customer was assisted with troubleshooting. Customer stated that she received insulin flow blocked alarm and when she turned the insulin pump upside down insulin ran out of the reservoir compartment. Customer was waiting to treat to see what to do about the insulin pump due to the fluid in the reservoir compartment. It was unknown if customer was using the auto mode feature at the time of high blood glucose event. Customer was able to deliver her bolus by the insulin pump. Customer reported that blood at site and bleeding stopped. Customer reports that they did not receive medical treatment as a result of the site issue. The customer stated that the insulin pump was exposed to insulin in reservoir compartment. Customer stated leak at past 2nd o ring and possible occlusion. The insulin pump will not be and reservoir will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 522 mg/dl at the time of incident. The customer was assisted with troubleshooting. Customer stated that she received insulin flow blocked alarm and when she turned the insulin pump upside down insulin ran out of the reservoir compartment. Customer was waiting to treat to see what to do about the insulin pump due to the fluid in the reservoir compartment. Customer stated that auto mode feature was active and automatically adjusting insulin at time of high blood glucose event. Customer was able to deliver her bolus by the insulin pump. Customer reported that blood at site and bleeding stopped. Customer reports that they did not receive medical treatment as a result of the site issue. The customer stated that the insulin pump was exposed to insulin in reservoir compartment. Customer stated leak at past 2nd o ring and possible occlusion. The insulin pump will not be and reservoir will be returned for analysis.